Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 22-apr-2025. A review of the device history record (DHR) confirmed the cartridge lot passed release specifications. Ptplus cartridge lot c24231 expired on 14-feb-2025, prior to the elevation of this incident for investigation. No deficiency has been identified.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 19-feb-2025, abbott point of care was contacted by a customer regarding I-stat pt plus cartridges that yielded suspected discrepant result of 6.7 on a 53 year old female patient. There was no additional information available at the time of this report. Return product is not available for investigation. Method, date, tested, inr, sample: I-stat, (B)(6) 2025, 10:14, 6.7, a; lab, (B)(6) 2025, ni, 2.0, b. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway. Intended use: the I-stat ptplus cartridge is intended for use in the in vitro quantitative measurement of the clot time of the extrinsic coagulation pathway when activated by thromboplastin in non-anticoagulated whole blood (venous or capillary), using the I-stat 1 system. Measurements of prothrombin time are used to aid in the monitoring of patients receiving anticoagulant therapy with coumarin derivatives. The I-stat ptplus pt test result is reported in seconds and as an inr. The test is intended for point of care use and is for prescription use only.